Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the event was confirmed (via event log review). The power cable assembly was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 19, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming valve component. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system shut itself down during standby. The procedure was completed with no harm to the patient.